Manufacturer narrative:
The investigation for the low pump flow has been completed. The clinical team confirmed the cannula kink. Data logs were reviewed which confirmed the low pump flow when the pump started and run for two minutes and remained to the rest of the case. The product was not returned for review. Based on clinical description and data analysis, the root cause of low flow was most likely a kinked cannula. G.1 revised reporting contact email since the initial manufacturer device report 1220648-2024-22607 was submitted. H.6 added code to health effect - impact code as it was inadvertently omitted from initial manufacturer device report 1220648-2024-22607.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an impella cp had low flow with suction alarms at p2. Repositioning improved. The flow. However, suction was still persistent above p5 and p6. The staff did note that the impella cp kinked during sheath exchange. The physician elected to exchange the impella cp due to an inability to increase flows. The patient survived the explant.